Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; sigma stab gvf ins 3 10mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Our customer service team indicated during product invoicing that physician implanted product after expire date. No information from customer available. No consequences for the patient reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.